Event description:
The customer tested his blood glucose using his contour meter and received a reading of 197mg/dl. He retested using another meter and received a reading of 106mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The strip information was not provided because the customer had discarded them. Control solution was sent for further troubleshooting. No product will be returned at this time.